Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed an elevation in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The account submitted log files for review. Analysis of the submitted log file revealed transient elevations up to 9.7 watts were captured on 24sep2022 and 26sep2022. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in for their 2 week visit and high flows of 10.1 and powers of 9.0 were noted. Immediately the patient would go back to their normal flows of 5.9-7.3 and powers of 6.4-7.2. Log files were obtained. The patient was 3 weeks post-op with their heartmate ii exchange. A review of the log files showed that with the speed change removed, the pump parameters were unremarkable. The log files captured power and flow fluctuations, as well as some spikes with both parameters. The power and flow had a slight upward trend. The cause of the elevated pump power was not identified, the patient experienced no symptoms, no treatment was performed, and the elevated pump powers resolved. There were no unusual events recorded in the log file event history and the device operated as intended. Related MFR: 2916596-2022-13388 (covers heartmate ii pump exchange)